Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's sister reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 286 mg/dl. The customer¿s doctor said that it seems that the insulin pump was not working and the customer alleged insulin pump was under delivering as the doctor put in settings and blood glucose level would be in average about 140 mg/dl however, now with insulin pump it was averaging in the 300's mg/dl. The customer¿s blood glucose level was all over the place. The customer was feeling dizzy due to high blood glucose level. The customer was once hospitalized due to high blood pressure. The drive support cap was normal. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test. Device passed the delivery accuracy test. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Device was received with minor scratched lcd window and cracked reservoir tube lip.